Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from labor and delivery department that the antibiotic zosyn and lactated ringers solution did not infuse through the pump. The clinician was unsure if the issue was due to user error or pump malfunction. Furthermore, it was noted that zosyn may have been set up first as a secondary infusion into an unassociated primary set, then changed to primary infusion. There was no patient impact.

Manufacturer narrative:
Correction: disregard file (suspect device is now a concomitant).

Event description:
It was reported from labor and delivery department that the antibiotic zosyn and lactated ringers solution did not infuse through the pump. The clinician was unsure if the issue was due to user error or pump malfunction. Furthermore, it was noted that zosyn may have been set up first as a secondary infusion into an unassociated primary set, then changed to primary infusion. There was no patient impact.